Event description:
It was reported that patient presented for leadless pacemaker implant procedure. During procedure, it was noted that right ventricle leadless pacemaker (rvlp) exhibited loss of capture. The rvlp was ultimately not used and replaced with temporary pacing lead. Patient condition was stable.

Manufacturer narrative:
Reported event of failure to capture was unconfirmed. Visual inspection found no anomaly on the helix; the helix length was specification longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification, found no anomaly contributing to reported event of a capturing problem. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.